Manufacturer narrative:
Additional/updated information was added to reflect the joystick being returned to the manufacturer for evaluation. Per the evaluation, the reported issue was not able to be duplicated. The joystick passed the bench test; however, the display cover was damaged and was being held on with electrical tape. The underlying cause of the chair not turning off could not be determined.

Event description:
The dealer stated the chair would not turn off.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the chair would not turn off.